Event description:
Customer reporting discordant sars result on a symptomatic patient (fever, chills and mucus). Customer reporting a negative result when swabbing the nostril and a positive result when swabbing the throat (off-label usage). Customer communicated they were unsure of the lot used and could be one of two options.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.